Event description:
It was reported that a rupture occurred. The 94% in-stent restenosed target lesion was located in the severely calcified right coronary artery (d-rca). Following pre-dilation with a 3.0 x 20mm non boston scientific balloon, the 3.00 mm x 30.00 mm agent dcb was unable to cross the lesion due to calcification, and during inflation the balloon ruptured. The device was removed and the procedure completed successfully with another device. There were no patient complications.

Manufacturer narrative:
Returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. There was a longitudinal tear approximately 30mm in length spanning 7mm from the tip to the proximal balloon waist. Within the balloon, 7mm from the distal side of the proximal markerband, the guidewire lumen was kinked.

Event description:
It was reported that a rupture occurred. The 94% in-stent restenosed target lesion was located in the severely calcified right coronary artery (d-rca). Following pre-dilation with a 3.0 x 20mm non boston scientific balloon, the 3.00 mm x 30.00 mm agent dcb was unable to cross the lesion due to calcification, and during inflation the balloon ruptured. The device was removed and the procedure completed successfully with another device. There were no patient complications.